Event description:
The customer reports that the cannula came off on a pt and that a support was broken. Pt was recannulated.

Manufacturer narrative:
The lot number is unk; therefore, the date of manufacture cannot be determined and the device history record cannot be reviewed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.